Manufacturer narrative:
A maintenance technician authorized by maquet replaced the broken spring arm with a new one and verified the similar maquet spring arms in the hospital. The hanaulux 3000 series has never been market in the united states. However, these systems are similar in design as some maquet lights distributed in the united states. (B)(4). (B)(4) submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Surgical light's spring arm cracked during use and light head swung in the air, held by the cables. No injuries were reported. (B)(4).